Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the catheter's blue plastic insulation on the shaft of the celsius catheter sheared off. There was no incident or injury reported. Follow-up information stated that approximately 1/8 inch of the insulation was serrated off the catheter's distal portion directly behind the distal poles. The physician noted the deformation under fluoroscopy and removed it from the patient's body prior to ablation. No picture was taken. The complaint product has been received at bwi's analysis lab. The initial visual inspection of the returned product found the returned catheter looks normal.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Further follow-up was done with the bwi field representative, since the initial visual findings performed showed that the returned catheter looked normal. The information provided stated that perhaps at the end of the case the customer sent the replaced catheter and not the complaint device. (B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the catheter's blue plastic insulation on the shaft of the celsius catheter sheared off. There was no incident or injury reported. Follow-up information stated that approximately 1/8 inch of the insulation was serrated off the catheter's distal portion directly behind the distal poles. The physician noted the deformation under fluoroscopy and removed it from the patient's body prior to ablation. No picture was taken. Upon receipt of the complaint product at bwi's analysis lab, the visual inspection of the returned product found the returned catheter looked normal and was within specification. The complaint database was reviewed for similar cases and none was found. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.